Event description:
The pump was returned for investigation. Investigation found that there was evidence of moisture intrusion and the battery compartment was cracked. This report is made based on the results of investigation completed on 02/07/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/07/2015 with the following findings: on investigation, moisture intrusion was evident in the battery compartment and inside the pump on the printed circuit board. The battery compartment was found to be cracked above and below the grip pad. The bolus button cover was peeled off completely and missing from the pump. A leak test showed a leak at the bolus button. The pump failed to power up due to the moisture damages. (B)(6).